Event description:
It was reported that the ilet bionic pancreas did not pair with the user¿s freestyle libre 3+ sensor because the new sensor had not been scanned prior to attempting pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included user education and successful self-directed plan to scan and pair the correct sensor type, with no health impact. User support included troubleshooting and education on correct sensor setup and pairing workflow. Investigation of this case revealed user setup error related to attempting to pair before scanning the new sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.